Event description:
Additional information was received from the health care professional (hcp). The hcp stated that the cause of the lead touching something going to that leg was not determined. The most likely cause of the event was due to that the patient had deep vein thrombosis (dvt) in their leg and it was not their device causing the issue. When asked about the steps taken to resolve the issue, the hcp stated that the patient was treated for dvt. The hcp confirmed that the issue was resolved. The hcp confirmed that the device removal or replacement was not planned.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va31adx implanted: (B)(6) 2025 product type lead. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were having a lot of trouble with their left leg. Patient stated that their leg was swelling up and not their foot, just their leg and they think that the lead was touching something going to that leg. Patent stated that they their leg doubled its size and it started last monday, a week ago. Patient wanted to know if it was possible for the lead to move, agent reviewed information and the patient stated that they have not had any falls or strong movements, but they had been having trouble over the past week and they were not happy with it and were ready to have the device taken out. Agent walked the patient through connecting to their settings and decreasing the stimulation to a comfortable level. Patient would maintain stimulation level and would continue to track symptoms and leg pain. Patient was redirected to healthcare provider (hcp) to further review this problem.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va31adx implanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.